Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - product not returned to zimmer biomet facility. Zimmer biomet employees evaluated product at the (B)(6) facility. A review of the provided data and the visual analysis of the retrieved components have indicated the presence of a wear patch and multiple wear stripes on the bearing surface of the femoral head, as well as a wear patch adjacent to the rim on the bearing surface of the acetabular cup. Such features are typically an indicator that there was a degree of edge loading or rim contact with the cup, or that there was subluxation of the components. The cup was noted in revision surgery to have been loose and the retrieval exhibits minimal bony ingrowth on it's pps coating. It is unclear at what stage of the implantation time that this loosening occurred. The indentations, scratches and metal transfer on the bearing surfaces of the femoral head and acetabular cup are likely a result of the presence of a third body, the source of which remains unclear. The female taper of the femoral head also has a black residue across its majority, which suggests that a fretting or galling process was active. Product left conforming to print as there was no evidence that states otherwise. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." Number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-04551 / 04552).

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, patient underwent a revision procedure on (B)(6) 2013 due to armd. During the procedure, clear fluid within the hip joint, mild clack staining around the neck, loosening of the acetabular cup, and green staining posterior to the cup were noted. Reported from (B)(6) laboratory.